Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the malfunction. The customer did not disclose if their blood glucose level was affected. Technical support provided information on how to reset the pump and assisted the caller in performing a reset. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump.